Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the incident description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker device. Data analysis was performed, and it was found that the increase in power consumption was due to high rate atrial sensing. Subsequently, the device was reprogrammed. No adverse patient effects were reported. This product remains in-service.